Event description:
It was reported that the patient heard the pump alarming around 3am. The session data reported had a low reservoir alarm date of (B)(6) 2013. The pump had not yet been interrogated yet. The patient was sleepy. The patient didn¿t have a pump managing physician and didn¿t have insurance. The patient needed to find a physician to refill the pump. The pump was delivering hydromorphone, clonidine, and bupivacaine. It was later reported that the prior pump managing physician was ¿fired¿ by the patient after the last pump refill in (B)(6) 2013. The patient did have an appointment at another pain management office which he missed, so they would no longer accept him as a patient. The patient was seen on (B)(6) 2013 by another physician who did a courtesy refill. The patient had a history of non-compliance with regard to refill and had missed numerous refills. The alarm was sounding due to a need to be refilled. The logs were not read however the patient did have an eri (elective replacement indicator) of 11 months. The patient was in the process of being accepted by another managing physician, but the patient stated that he wanted his pump out. The patient was currently receiving effective therapy and there were no reported issues from this event per the clinic. It was later reported that all the device manufacturer representative knew was that the patient had a history of being non-complaint. It was noted he was not mentally stable and his mother used to help him however she had passed away and now he was on his own. The representative didn¿t know how many refills the patient had in the past, the dates of the missed refills or what medication was being delivered at each of those points in time. It was noted the health care provider (hcp) who recently filled the pump only agreed to see the patient one time and has never seen him again. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j11297r11, implanted: (B)(6) 2002, product type catheter. (B)(4).